Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. It was noted that the patient had undergone an unrelated lead procedure and after that the right atrial lead commenced to exhibit increased capture thresholds, p-waves dropped and noise. The physician elected to continue to monitor the patient; no intervention was performed.